Manufacturer narrative:
The device was returned and evaluated; and the customer¿s allegation was confirmed due to insufficient cleaning . In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to adhesive peeling between light guide lens and distal end, water tightness was lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward and downward knob was out of the standard value, due to dirt on light guide bundle, illumination is uneven, light guide bundle was slipping down, adhesive on bending section cover had a chip, light guide bundle was slipping down, adhesive around light guide lens was peeled, connecting tube had a wrinkle, dent and discoloration, control unit had discoloration, connecting tube, scope connector cover unit, forceps elevator lever ,upward and downward knob, right and left, switch box, scope cover, universal cord, grip, control unit, bending section cover, connecting tube all had scratches .the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had insertion part bitten. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation the following malfunction was found :foreign object was found inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-190 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-190 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.